Event description:
Dr (B)(6), alleged that three pts unnecessarily had diagnostic heart catheterization performed due to his interpretation of ECG charts obtained through the use of lifesync corp product. Investigation of the incident determined that only one pt was prescribed catheterization that was subsequently found to have no evidence of blockage. No harm to the pt was reported. However, the medical director at the hosp alleged that the procedure was unnecessary and introduced a health and safety risk to the pt.

Manufacturer narrative:
This complaint was not associated with a failure of the lifesync leadwear to meet a specification or user requirement. In this case, a cardiologist at (B)(6) hosp alleged that the output of the ECG data using lifesync leadwear in addition to the pt's history of heart disease and apparent symptoms (chest pains) led to the determination that the pt required diagnostic heart catheterization. Following catheterization, the pt was noted to have patent "clean" arteries. Upon request by lifesync; objective evidence could not be provided regarding the ECG data that led to the diagnostic catheterization. However, conversation with the nurse mgr indicated that the pt's ECG had been analyzed using mason-likar lead placement as well as standard 12 lead distal placement. According to the nurse mgr, the pt was ordered to undergo catheterization regardless of the lead placement used to obtain the ECG. No harm occurred to the pt as a result of the catheterization. The (B)(6) lab policy is to use standard 12 lead distal lead placement. Lifesync product is designed to be used with mason-likar modified chest lead positions. Standard 12 lead distal lead placement and mason-likar lead placement have several key differences inherent to each placement method that lead to variation between ECG's obtained by either method. An ECG obtained with mason-likar placement should not be interpreted the same as an ECG obtained using 12-lead distal placement. Prior to this incident, lifesync corp provided application notes and product labeling to all customers (including (B)(6)) detailing the differences between mason-likar placement and standard 12 lead distal placement as well as application notes that provide instruction for continuous st segment monitoring using mason-likar lead placement. (B)(4).